Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead to the pulse generator header. After using silicone oil, the lead was inserted and secured. The device was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.